Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. Functional tests were performed and passed. Share log data was downloaded and retrieved. Data was reviewed and findings related to the complaint were observed within the investigation window. The complaint confirmation of a loss of connection was confirmed. The root cause could not be determined.